Event description:
New information received notes that the patient's right ventricular lead was over-sensing noise resulting in high ventricular rate. Noise reversion was also noted.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine generator changeout. Prior to the procedure, interrogation revealed that the patient's right ventricular lead was exhibiting over-sensing due to an unspecified cause. The over-sensing was noted to result in pacing inhibition. The lead was capped and replaced on (B)(6) 2020. The patient was stable.